Event description:
Complainant alleged that during a routine preventative maintenance check, the device's video display was distored. The customer indicated that their biomedical engineering department would be handling the repair of the device. The complainant indicated that there was no pt involvement in the reported malfunction.